Manufacturer narrative:
(B)(4).

Event description:
The customer reported obtaining a leak from reagent probe b of a unicel dxc 600 synchron system. The customer indicated that the leak was contained to the instrument and was observed while loading reagents onto the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) determined that the collar wash waste valve was not opening as intended thereby causing the leak. The fse replaced the collar wash waste valve and repair was verified per established procedures.